Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy surgical procedure, the maryland bipolar forceps instrument collided with the tip-up fenestrated grasper instrument and broke. The instrument was immediately removed and replaced with a new instrument. No fragments remained in the patient. The instrument was removed along with the trocar. The procedure was completed with no reported injury.

Manufacturer narrative:
An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragment fell into the patient. The instrument was removed and checked under visualization. Instrument was removed with trocar (surgeon). No fragments in the patient. Isi did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and reported failure was confirmed. The instrument was found to have a broken main tube where the main tube meets the proximal clevis. A piece measuring approximately 0.179¿ x 0.150¿ was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling. Scratch marks/abrasions were observed on the main tube. Additionally, the instrument was found to have a frayed pitch cable at the clevis hub. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate reprocessing induced issue. The components surrounding the frayed cable did exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The instrument was found to have a broken main tube. The instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage.the scratches measured approximately 0.084¿ - 0.153¿ in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube show damage which may indicate potential mishandling/misuse. The instrument was found to have a broken main tube. Advanced technical review (results): system log investigation: a review of the photo for the maryland bipolar forceps associated with this event has been performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: this looks like the proximal clevis is dislodged from its normal position on the main tube. Some pieces of the main tube that would normally be covered by the clevis are exposed.

Event description:
Refer to h10/h11 for follow-up information.